Event description:
It was observed during the device inspection that the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h4** this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the foreign material was confirmed however the type of material was unable to be identified. The root cause of the foreign material remaining was unable to be specified since it was unknown whether reprocessing was practiced in accordance with IFU. Additionally, no physical damage of the device was confirmed at where the foreign object remained. The event can be prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series operation manual chapter 3 , ¿preparation and inspection¿ describes how to detect the event. Instructions for gif/cf/pcf-290 series reprocessing manual chapter 5 ,¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent the event. Olympus will continue to monitor field performance for this device.